Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the distal portion of the lead was returned and analysis revealed the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being explanted and replaced prophylactically due to the lead having a transparent look under x-ray. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.